Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized as the s-ICD system inappropriately delivered three shocks due to noisy signals oversensing. Technical services (ts) discussed and recommended troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized as the s-ICD system inappropriately delivered three shocks due to noisy signals oversensing. Technical services (ts) discussed and recommended troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to fracture and insulation damaged. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 85mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized as the s-ICD system inappropriately delivered three shocks due to noisy signals oversensing. Technical services (ts) discussed and recommended troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to fracture and insulation damaged. No additional adverse patient effects were reported.